Event description:
Per discharge summary: the pt was admitted with symptoms of fatigue a mildly elevated white blood count, atrial fibrillation, and congested heart failure. ECG confirmed poor left ventricle function; however, the valve was "functioning well". Infection was ruled out by several cultures. Pt was stablized and discharged on 19 dec 1998. On 7 jan 1999, pt was readmitted with a pericardial effusion necessitating drainage. ECG showed only "trace effusion", "satisfactory" left ventricle function, and "well-seated valves". Pt also had a suspected transient ischemic episode on 22 jan. A pacemaker was implanted on 11 sep 1999.